Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead presented with high lead impedance. No intervention was performed. The patient would continue to be monitored.

Event description:
New information received notes that on (B)(4) 2019 a merlin alert occurred for high out of range atrial lead impedance. Upon evaluation, it was noted that the impedance fluctuated between 400 and 2300 ohms. It was suggested that this could be a possible connection issue. All other values were normal and stable. The patient had no problems. The lead would continue to be monitored.